Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 549 mg/dl. Multiple follow attempts were made by tandem technical support to obtain more information, however, customer didn't respond.